Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient's blood glucose (bg) became elevated while wearing the pod between 4 and 24 hours on the abdomen. Patient's mother advised blood glucose (bg) measured over 500 mg/dl, therefore, a bolus was delivered. Patient's bg fell to 300 mg/dl, however, "spiked" back over 500 mg/dl after 2 hours. Patient's mother believed child had "the flu" as he was "extremely ill" and vomiting. Subsequently, mother delivered 2 boluses (via pdm), 2 manual injections of insulin (7.5u and 8.5u, respectively), and took patient to the emergency room (ER). When arrived at ER, patient's bg measured 1031 mg/dl with ketones described as "extremely heavy." Patient's mother advised that hospital did not "specialize in pediatrics" and was unable to place intravenous line in patient's arm. Therefore, patient was transported, via ambulance, to another hospital and admitted to the intensive care unit. Patient's electrolytes were "not right," and potassium levels were "extremely high." Mother stated that patient's "lips were blue" at one point. Treatment included intravenous delivery of insulin and fluids. After 2 days, patient was discharged. Physician diagnosed patient had experienced diabetic ketoacidosis and to be the fault of an "extreme pump failure."